Event description:
During system implant surgery, the stylet felt "tight" when the hcp removed the stylet from the catheter. The hcp was able to implant the catheter without sheers or incidence. The pt had no problems post implant.

Manufacturer narrative:
(B)(4).